Event description:
The device was used during an unknown procedure. Reportedly, after the third firing, the dlu remained on the tissue. Used another device to finish the procedure. No pt injury was reported.